Event description:
A customer contacted beckman coulter inc. (Bci) to report waste fluid leaking from bottom of the synchron cx9 alx instrument. No effect to patient or user was reported with this event.

Manufacturer narrative:
Bci field service engineer (fse) found the interface drain hose had ripped. Fse replaced the interface drain hose, cleaned out the waste sump and verified repair per established procedures.